Manufacturer narrative:
Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had blank display after being exposed to moisture. Customer stated that he noticed the insulin pump off on his short and it was wet. Customer stated he went fishing and swimming but he did not recall that the insulin pump was submerged. The customer stated that he had change batteries several times but display remains blank. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not return even after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.